Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) reportedly in normal range. The customer indicated that the pump or manual injections were available for insulin therapy.